Manufacturer narrative:
This MDR is being filed due to a retrospective review of complaints per new established criteria for adverse event reporting. The awareness date represents the date this complaint was identified as meeting the new criteria. A follow-up MDR will be submitted should new significant information be obtained relative to this event. Below is a timeline of events supported by data obtained from the subject device: on (B)(6) 2020 a a zio® at device was activated. On 18aug2020, the account was notified of suspected leads off. Per the at stats report, it was showing patch is in leads off condition. The account was asked to check if the patch is flashing and provide trouble shooting method to get the patch to better re-adhere. The patient was advised to also press the button on the patch as if they are feeling a symptom to have it send a transmission. Also on 18aug2020, multiple attempts were made to inquire about the return of the device. The patient was reported to have expired between (B)(6) 2020 and (B)(6) 2020. The patch was received on (B)(6) 2020, and an upload was attempted however the clinical report was not successfully posted as no data is available on patch a026860226. The investigation could not confirm if a malfunction has occurred nor if the device caused or contributed to the reported death.

Event description:
Per an update to the criteria for reportable events, this MDR is being submitted. On (B)(6) 2022 a patient expiration was identified as part of a retrospective review . On (B)(6) 2020 it was reported that the patient expired. The cause of patient expiration is unknown. Due to no data available to be transmitted, cause can not be determined to eliminate the device as having to be the cause or contributed to the complaint event that resulted in the patient expiration.